Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt was permanently implanted and before she left the hospital, the pt demanded to be explanted because it was causing her pain. The surgeon explanted the pt.